Event description:
A pump declared an alarm during operation, and the issue did not adversely impact the customer's blood glucose level. The customer had been informed about costs associated with the loaner pump contract exceeding the agreed duration. The customer had previously reported similar issues with this pump, and as a corrective action, it was decided that the pump would be replaced as it was out of warranty.